Manufacturer narrative:
Part number: 317-80 is not distributed in the u.s.; however these are a device of essentially identical design distributed in the u.s. Applicable 510k# for us distributed part is k791045. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The caller reported that water drops were found in the cuff during pt use. The end clinician elected to extubate and reintubate the patient with a new tube. No patient harm reported.